Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be released. Manual compression was used for hemostasis. Upon removal, the plug did not deploy; it was found fully inside the shaft. The indicator wire was still visible when the device was removed. There was no reported patient injury. The procedure was performed using a retrograde approach. No obvious device or package damage was noted prior to use, and one device was utilized. The catheter sheath introducer manufacturer, model, and size were unknown. Femoral artery suitability was confirmed by angiography, including an introducer insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be equal to or greater than 5 mm, and no obvious calcification, plaque, stent, or greater than 50% stenosis was observed at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Before use of the device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deploy button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The physician is certified to use the exoseal vcd. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked/bent condition in the delivery shaft was observed during this analysis, located 10.5 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent area to verify the outer diameter (od) and were found within specifications. Additionally, a dimensional analysis of the delivery shaft inner diameter (ID) was conducted and found to be within specification. The functional deployment simulation could not be performed. An attempt was made to depress the lever; however, it could not be fully completed, possibly due to the kinked/bent condition of the delivery shaft. The deployment rack and the indicator wire rack were manually actuated to assess friction points, sticking, or abnormal resistance during operation, and no anomalies were observed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ & ¿indicator wire unable to retract¿ were observed through analysis of the returned device. During analysis the returned device was attempted to be deployed by depressing the deployment lever; however, it was unable to be fully depressed possibly due to the kinked/bent condition noted on the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty and indicator wire unable to retract, as the received device did not match the event description as the deployment lever was not depressed. It should be noted that if the deployment lever is not depressed the plug deployment and indicator wire retraction would not be actioned as designed. Additionally, if the kinked/bent condition of the delivery shaft were present during device usage this would likely have caused the reported device issues. Additionally, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿"use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed." Potential factors could be incomplete depression of the deployment button, which can contribute to both wire retraction issues and incomplete plug deployment issues. If the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released. Manual compression was used for hemostasis. Upon removal, the plug did not deploy; it was found fully inside the shaft. The indicator wire was still visible when the device was removed. There was no reported patient injury. The procedure was performed using a retrograde approach. No obvious device or package damage was noted prior to use, and one device was utilized. The catheter sheath introducer manufacturer, model, and size were unknown. Femoral artery suitability was confirmed by angiography, including an introducer insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be equal to or greater than 5 mm, and no obvious calcification, plaque, stent, or greater than 50% stenosis was observed at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Before use of the device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deploy button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The physician is certified to use the exoseal vcd. The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released. Manual compression was used for hemostasis. Upon removal, the plug did not deploy; it was found fully inside the shaft. The indicator wire was still visible when the device was removed. There was no reported patient injury. The procedure was performed using a retrograde approach. No obvious device or package damage was noted prior to use, and one device was utilized. The catheter sheath introducer manufacturer, model, and size were unknown. Femoral artery suitability was confirmed by angiography, including an introducer insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be equal to or greater than 5 mm, and no obvious calcification, plaque, stent, or greater than 50% stenosis was observed at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Before use of the device, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deploy button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The physician is certified to use the exoseal vcd. The device is expected to be returned for evaluation.